Event description:
It was reported that the tip of an inserter fractured during open reduction and internal fixation surgery. Since the preserved tip was only a few millimeters thick, the surgery was completed while it remained intact. Following completion of the procedure, postoperative radiographs were reviewed; the fragment was not visualized, and the reporter indicated it was likely retained within the patient. The patient has experienced no known impacts or consequences as a result of this event. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.